Manufacturer narrative:
This report is being filed by the MFR arjohuntleigh, inc. Please note that previous medwatch reports for this product amy have been submitted from the mfg site (B)(4). As of (B)(4) 2012, complaints related to this product are to be handled by arjohuntleigh, inc. (B)(4). (B)(4). There was one potentially adverse event reported. This complaint ((B)(4)) was reviewed and it was determined that there was no harm associated with the event - (B)(4). (B)(4). Per the complaint details rec'd on (B)(4) 2013, the nurse reported that a first step all-in-one mattress (serial number unk) was too high for the non-arjohuntleigh bed frame, nearly causing the pt to fall from the bed. This statement was reported as coming from the ICU nurse manager. Review of the svc records for this unit were not available as no serial number, work order, or other info was provided by the facility. On (B)(4) 2013, arjohuntleigh regulatory compliance specialist (B)(4) spoke with the ICU nurse manager, who reported that the pt had not fallen out of the bed and had not been injured from the mattress being too high for the bed frame. When questioned about a previous incident where a pt allegedly fell out of a bed injuring two nurses, the ICU nurse manager stated that there was no documentation relating to such an event and that she had not heard of that happening. The first step all in one user manual, p/n (B)(4), describes the inherent risk of pt migration during use of specialty bed products designed to reduce sheer and pressure on the pt's skin, including the risk of gradual movement and/or sinking into hazardous positions of entrapment and/or inadvertent bed exit. A (B)(4) foam base is provided with the mattress to support the pt during transport or in the event of inadvertent deflation of the mattress. Arjohuntleigh regulatory compliance specialist (B)(4) investigation reported no injuries to pt or staff. If the complaint average is (B)(4), indicating that no adverse complaint trend exists, no further action is required.

Event description:
The following was reported to arjohunleigh by the nurse: on (B)(6) 2013, the mattress was on the instaflate setting which caused the mattress to be too high for the bed frame's side rails. Subsequently, the pt almost fell out the bed but the pt's nurse was able to catch the pt before the pt actually fell. There was no injury to the pt or caregiver. This is being reported as there was a potential for death or serious injury if the same situation were to recur.